Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs could not confirm the reported sf179, but did reveal an error message (sf131) related to the main blower temperature sensor. Visual inspection of the main circuit board revealed a leaky super capacitor. The main circuit board was replaced as a precaution. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the sf131 was due to contamination. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: pr (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf179) related to the super capacitor. There was no patient harm or serious injury reported as a result of this incident.